Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer received a battery out limit alarm, as well as a blank display. Customer's blood glucose level at the time 369 mg/dl. It was also reported that the customer had blood glucose levels ranging between 400 mg/dl and 500 mg/dl. Treated with insulin. Troubleshooting occurred. Advised to monitor the insulin pump.